Event description:
The customer observed smoke coming from the top of the prism analyzer. No flames were observed. The customer powered down the analyzer. There was no report of injury.

Manufacturer narrative:
(B)(4). The returned prism xy axis controller was visually examined and displayed evidence of heat damage to a pair of resistors on the x axis circuit board. This was the most likely cause of the smoke observed. The xy axis controller was replaced and the prism instrument performed as intended. The issue of smoke did not recur. A review of complaint records did not identify any additional complaints within the last year for this issue. A review of the design history file determined "hazards" have been sufficiently addressed with respect to this event. A review of the abbott prism operations manual determined the "hazards" have been adequately addressed. The failure of the abbott prism xy axis controller resulted from wear that can occur with any part. No product deficiency was identified.